Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation occurred. A defective hemostatic valve was reported. The hemostatic valve fell into the hub. The hemostatic valve itself was not cracked. The procedure was completed without patient's consequence. Additionally, the dilator would not insert into the sheath in preparation of puncture. The issue was resolved by changing the sheath to another one. The complaint product(s) will be returned for analysis. The customer¿s issue of resistance with the dilator (would not insert) is not considered to be MDR reportable since the increased potential for patient injury is remote.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4)

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation occurred. A defective hemostatic valve was reported. The hemostatic valve fell into the hub. The hemostatic valve itself was not cracked. The procedure was completed without patient's consequence. Additionally, the dilator would not insert into the sheath in preparation of puncture. The issue was resolved by changing the sheath to another one. Device evaluation details: on 23-aug-2022, the product was returned to biosense webster (bwi) for evaluation. The evaluation has been completed. Visual and dimensional inspection and backpressure test of the returned device were performed in accordance with bwi procedures. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the carto vizigo¿ 8.5f bi-directional guiding sheath - small or its valve; however, some bents were observed on the dilator. Back pressure test was performed, and no leakage or bubbles were observed. The dilator and a good known lab sample catheter were introduced through the sheath, and resistance was felt. No obstructions were detected. The dilator outer diameter was measured, and dimensions were found within specifications. A device history record was performed, and no internal actions related to the reported complaint were identified. The resistance issue reported by the customer was confirmed. However, due to the reported resistance with the sheath, an internal corrective action has been opened to investigate the issue. The instructions for use contain the following recommendations: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Flush and maintain continuous saline. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the hemostatic valve separation. Investigation findings: incompatible component/ accessory (c0402) / investigation conclusions: cause linked to device but unable to trace more specifically (d1501) / component code: rod/shaft (g04112) were selected as related to the resistance with the sheath. Investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: guide (g04061) were selected as related to the bent in the dilator shaft. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4). On 20-sep-2022, it was noticed the following information was inadvertently omitted from the supplemental (follow-up) #1: on 30-aug-2022 , the additional information received indicating resistance was felt when they were trying to put the dilator into the sheath. There was no physical damage on sheath/dilator. There was no occlusion when irrigating the sheath. The sheath was not narrowed, partially blocked or completely blocked. The physician was not able to move the dilator forward, but it was able to withdraw. The dilator was not stuck in the sheath. The hemostatic valve was not broken/separated. The hemostatic valve did not become detached from the sheath. The sheath was not being used on the patient therefore no air enter the patient¿s body and no percutaneous or surgical removal was required.